Event description:
A male who was a recipient of radiation therapy, underwent aaa repair in 2009. The patient's iliacs were very tortuous and would not straighten out with the stiff wire. The physician tried to advance the main body device when the bend in the vessels gave way and ruptured due to the stiffness of the vessels. The physician removed the device and repaired the vessel. It was determined to stop the procedure at this time so that no injury would occur to the other vessels. The status of the patient at this time is unknown.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meets the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding this failure mode, the IFU stresses the importance of ensuring compatibility with vascular access and also states vessels that are significantly calcified or thrombus-lined may prelude placement of the stent graft. In correspondence with the sales representative, it is speculated the adverse, and inflexible, anatomy was an effect of the radiation therapy. Furthermore, the patient will likely require open surgical repair at a later date. At this time, there is no evidence to suggest the device was not manufactured to specification and the root cause was unable to be determined from the information received. However, we have notified the appropriate individuals and we will continue to monitor the similar events.